Manufacturer narrative:
At this time, the pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker calculated longevity fluctuated. The device data was analyzed and no resets or recorded memory errors were found. At the time, the pacemaker was not near a current bin boundary and the automatic capture (ac) was programmed on. Boston scientific technical services (ts) discussed that based on the remaining current and the consumption, the estimated longevity remaining matched the one displayed by the pacemaker. No further action was performed. No adverse patient effects were reported.